Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material inside air water channel and cylinder, and black image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image and black image was due to the defective plug unit. However, the probable cause of white foreign material inside air water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope does not produce an image. There were no reports of patient harm.